Event description:
Patient was being treated for a basilar summit aneurysm. After positioning the first coil the physician attached the delivery handle and fired the mechanism, but the coil did not detach. He repeatedly clicked the handle but the coil would not detach and the coil began to herniate out of the aneurysm. Physician then removed the handle and detached the coil by hand. The physician then used an alligator device to push the tail of the coil up against the vessel wall. He then placed two more coils into the aneurysm successfully without the handle and deemed the case successful.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00147. Hospital discarded of detachment handle.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2013-00147.